Event description:
It was reported that device movement/shift and a leak occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At a routine 45-day follow-up, transesophageal echocardiography (tee) revealed that the device had shifted proximally and had a significant (>8mm) leak under the implant fabric. The physician noted that the device appeared to have no compression. The patient discontinued anticoagulant medication and was scheduled to have the device explanted via surgery where the appendage will be ligated. It was further reported that the device was successfully explanted with no patient complications.

Manufacturer narrative:
B5 describe event or problem: updated description. D6b implant date: explant date added. H6 evaluation method codes: updated to device discarded.

Event description:
It was reported that device movement/shift and a leak occurred. A left atrial appendage closure procedure was performed, and a 27mm watchman flx laa closure device was implanted. At a routine 45-day follow-up, transesophageal echocardiography (tee) revealed that the device had shifted proximally and had a significant (>8mm) leak under the implant fabric. The physician noted that the device appeared to have no compression. The patient discontinued anticoagulant medication and was scheduled to have the device explanted via surgery where the appendage will be ligated.